Manufacturer narrative:
The subject device has not yet been received for evaluation. The device is being shipped to sbc (service business center) olympus for evaluation. The following are investigation report from the legal manufacturer: investigation results: since the product for this complaint was not returned, the investigation is based solely on the information provided by the customer and the sbc (service business center). The product was sold on 30 july 2018. Analysis: the error description provided is plausible. The error described is a known error pattern and can be confirmed. The age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. It should be noted that this can cause a voltage spike at the damaged area when the generator is activated, resulting in a spark and complete disconnection of the plug. Cause: it is evident from the lot number that the cable was manufactured in june of 2018. It can therefore be assumed that the cable was used for longer than the specified 12 months. According to our investigators, the cause of the reported issue is most likely due to wear and tear in connection with improper handling. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. Device history record (DHR) review: a manufacturing and quality control review was performed for device a0393 with lot number 823/803. There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. Additional information: this issue is caused by misuse if the device is being used for longer than the specified 12 months. It should also be noted that the measure of the corrective action preventive action in question is not to use the device for longer than the specified 12 months. Comments: in order to avoid such incidents, the instructions found in the instructions for use (IFU) should be followed. This would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
Olympus received an initial report ((B)(6)) from (B)(6) health service with incident report details of "the olympus cord caught on fire during the case. The nurse unplugged it right away and the cord soon after burned right in half. Machine checks out. Not issue with the equipment itself". The intended procedure was a resection prostate. There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide information based on device return evaluation: the customer returned a monopolar hf-cable, model number a0393 (lot 823803) for evaluation . A visual inspection on the received condition of the device was performed and noted that the device was not returned in its original packaging. The end of the hf cable where the plug is located has a portion of the cable that is damaged and detached. The detached portions were examined under a microscope and identified exposed charred wires. Additionally, there is some white residue that was found near the charred wires. The plug that inserts into the generator has no signs of physical damage and the other end of the hf cable has no signs of damage on the pin. It is unable to perform any functional tests as the hf cable is damaged. Olympus will continue to monitor complaints for this device.